Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) displayed errors. There was a backlight issue with the connector on the main printed circuit board (pcb). Four case screws were contaminated. Two output connector nuts were contaminated. The display wires were pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.